Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7074692. Product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, serial: na, batch: 27811467.

Event description:
It was reported that the patient experienced burning sensation at the implant site. The patient underwent an explant procedure where all device components were removed. The patient was doing well postoperatively.